Event description:
It was reported that the user experienced a libre 3+ sensor pairing failure that led the ilet to display dosing suspended, after which rescanning confirmed the sensor had already been scanned and, following a brief wait, glucose readings resumed and displayed high. Symptoms included no reported physical symptoms associated with hyperglycemia. Outcomes included temporary suspension of automated dosing followed by resumption of dosing and correction delivery once the sensor reconnected, without hospitalization or medical intervention. Investigation included guided troubleshooting and education, sensor rescan, and monitoring for restoration of glucose data and automated dosing. Investigation of this case revealed a transient communication or pairing interruption between the libre 3+ sensor and the ilet that resolved with time, consistent with known behavior where dosing is suspended when cgm data are unavailable and resumes upon data restoration. It was concluded, based on previously established findings for similar reports, that the cause was user-device interaction and transient connectivity recovery consistent with normal device safety behavior.